Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in signal loss and inability to view glucose data on the ilet until troubleshooting was performed. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included restoration of glucose display on the ilet during the call. Investigation included guided troubleshooting and education, including toggling cgm type, checking alerts, reentering the sensor code, rebooting the ilet, and advising a pairing window. Investigation of this case revealed that the cgm-to-ilet communication was interrupted and then restored after reentering the code and rebooting, consistent with transient pairing or setup error. It was concluded, based on previously established findings for similar reports, that the cause was user setup or pairing process error leading to temporary signal loss.